Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 383 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump and manual injection. Customer did not report any symptoms of high blood glucose. Customer declined to check for the presence of leaks or air bubbles during troubleshooting. It was also found the customer had a slightly bent cannula after removing their infusion set. Customer also reported the insulin pump passed a high pressure test. The customer also reported a low blood glucose event when their blood glucose declined to 32 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.